Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the seal and tension spring assembly. The seal had been deployed and unraveled completely but appeared to be tangled. The green slide lock and the white plunger were depressed on the delivery device. The device was bloody. Based upon the rec'd condition of the device, the reported complaint "heartstring knotted and did not unravel like it is suppose to" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal deployed but the heartstring knotted and did not unravel like it is suppose to. A new kit was used to complete the procedure. There were no pt effects. The product was returned.